Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the frame broke at weld on one side.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: standard wheelchairs. Frame, broken frame/weld. Broken weld/tubing at bottom rear of right side frame. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the side frame was received with a broken weld present at the bottom of the back cane. Functional observations- no functional testing was able to be performed due to only the side frame being returned. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the side frame. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Broken weld/tubing at bottom rear of right side frame. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the side frame was received with a broken weld present at the bottom of the back cane. Functional observations- no functional testing was able to be performed due to only the side frame being returned. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the side frame. Dealer is stating that the frame broke at weld on one side.